Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the affected product be received for evaluation.

Event description:
It was reported that there was "splashing" from the maxzero. The event occurred in the lab. Although requested, there was no report of patient or user harm.